Event description:
Paramedics were called to a nursing home pt described as in cardiac arrest. The defibrillation electrodes were attached to the pt, however the device allegedly displayed a connect electrodes alarm and use of the defibrillator was inhibited. A backup defibrillator was immediately available and used. The pt was diagnosed as asystolic. The pt was not resuscitated. The reporter indicated there were no adverse affects to the pt as a result of device use. This opinion was based on an assessment of the pt's condition and the immediate availability of a backup device.